Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. The returned provisional exhibited signs of repeated use (nicked/gouged) and the lateral side of the device had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee arthroplasty while the surgeon was trialing the articular surface, a piece fractured in the patient's body. The piece was removed and no adverse effects were reported.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.